Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided . Ethnicity: requested, not provided. Race: requested, not provided. Date of event: requested, unknown. Catalog number: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown catalog and lot number combination. UDI: unknown due to unknown catalog and lot number combination. Initial reporter name : requested, unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: requested, unknown. Device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device incident may have led to an adverse event. The patient injury/medical or surgical intervention was required. The event occurred intra-operative.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed. Based on the information given, the exact root cause of the event cannot be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).